Event description:
It was reported that the procedure was to treat a total occlusion in the tortuous sfa. Torquing the guide wire enabled the guide wire to advance over the bifurcation to the lesion, but if would not cross the lesion. The guide wire was removed and had broken 12 inches from the tip; however, the guide wire was able to be removed in one piece, with the tip barely connected. There was no patient effects reported.